Event description:
Pt had anterior cervical fusion in 1989. Caspar plate and screws were used. During evaluation for recurrent neck pain, one caspar screw was found to be broken. Pt had surgery on 9/23/98 for removal of broken caspar screw fragment; add'l fragment remains in the bone. Per surgeon at user facility, the pt was fused and the screw fracture appeared to be a result of normal wear and tear. The pt did well during surgery, and is doing well post-up. This event type is occurring below the frequency and severity that are usual for this device.